Event description:
It was reported that a system failure was experienced.

Manufacturer narrative:
One smiths medical medfusion pump was returned for analysis for system failure. Based upon the information provided the customer had a primary audible alarm post. During visual evaluation no physical damage was identified. During analysis, the reported issue was unable to be duplicated. The event history log was reviewed and during the review primary audible alarm post found and also acu watchdog as sympathy alarm. Based on the evidence, the complaint was confirmed. The root cause of this issue was unable to be determine in regard to the intermittent error. Service replaced speaker and interconnect board as preventive measure. Performed pm maintenance and all functional testing. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records.